Event description:
It was reported that pump housing around usb port was damaged, which affected ability to charge and meant pump could no longer be guaranteed watertight, while pump did not shut down and caller was unsure how damage occurred other than normal wear and tear. No additional information was received regarding the outcome of the event or any impact to the customer¿s blood glucose level. Customer support arranged for pump replacement and indicated that further questions about replacement would be handled under a related case.